Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache are getting worse/ frequent headaches"), dyschezia ("pass a stool- a week after surgery"), menorrhagia ("heavy bleeding"), dyspareunia ("painful intercourse") and menstrual disorder ("large clots"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the pelvic pain, headache, dyschezia, menorrhagia, dyspareunia and menstrual disorder outcome was unknown. The reporter considered dyschezia, dyspareunia, headache, menorrhagia, menstrual disorder and pelvic pain to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2020: social media received: "medical device removal" replaced with new event. New events were added: heavy bleeding, painful intercourse, large clots and reporter information were updated. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache are getting worse/frequent headaches"), dyschezia ("pass a stool- a week after surgery"), heavy menstrual bleeding ("heavy bleeding"), dyspareunia ("painful intercourse"), menstrual disorder ("large clots"), tooth fracture ("teeth breaking") and dental caries ("teeth rotting out"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyschezia, heavy menstrual bleeding, dyspareunia, menstrual disorder, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, dyschezia, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain and tooth fracture to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: headaches, dental caries, tooth fracture. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 19-oct-2021: social media received. New events teeth are breaking and teeth rotting out added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), headache ("headache are getting worse/ frequent headaches"), dyschezia ("pass a stool- a week after surgery"), heavy menstrual bleeding ("heavy bleeding"), dyspareunia ("painful intercourse"), menstrual disorder ("large clots"), tooth fracture ("teeth breaking") and dental caries ("teeth rotting out"). The patient was treated with surgery (hysterectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, headache, dyschezia, heavy menstrual bleeding, dyspareunia, menstrual disorder, tooth fracture and dental caries outcome was unknown. The reporter considered dental caries, dyschezia, dyspareunia, headache, heavy menstrual bleeding, menstrual disorder, pelvic pain and tooth fracture to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: headaches, dental caries, tooth fracture. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 3-nov-2021: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('medical device removal') in a female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced headache ("headache are getting worse/frequent headaches") and dyschezia ("pass a stool- a week after surgery"). The patient was treated with surgery (hysterectomy). Essure was removed. At the time of the report, the medical device removal, headache and dyschezia outcome was unknown. The reporter considered dyschezia, headache and medical device removal to be related to essure. ¿concerning the injuries reported in this case, the following one were described in patient¿s social medical records: headaches. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-mar-2020: case is incident now. New events: defecation difficult and medical device removal were added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.